Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received loaded approximately 150 units of insulin; however, the pump requested a minimum of 50 units multiple times during the load process. During troubleshooting w/tandem technical support, the customer reported that the load process would be performed again using a new cartridge. There was no impact tot he customer's blood glucose level.